Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Physician reported left side capsular contracture, baker grade unknown. The device has been explanted.

Event description:
Explanting physician reported a capsular contracture (baker grade 4) post operative at 6 months discovered by ultrasound. Explanting physician also reported the patient is experiencing pain, discomfort and "hard breast". The device is scheduled for removal. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.4, g.5. Reason for reoperation: capsular contracture, baker grade IV.